Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, at the time of the injection, the liquid did not leave the needle. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
An interject needle was returned for analysis. A visual evaluation of the returned device revealed that there were no visual defects noted, the returned device looks under good conditions without evidence of damages. Functional evaluation with the working length formed into two 2¿ diameter loops found the needle would extend and retract without issue. The handle operation was smooth when actuating the device. A second functional inspection was performed, a spare lab syringe was filled with water, several attempts to inject the water were made but they were unsuccessful, the water did not come out from the needle tip. The device was disassembled and an occlusion was found blocking the inner sheath at the proximal side of the needle. The reported complaint that the needle was noticed to be occluded was confirmed. Based on the information available and the analysis performed the complaint will be documented as "manufacturing execution error", the manufacturing process was not executed as validated/as designed. There is an investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an interject needle was used during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, at the time of the injection, the liquid did not leave the needle. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an interject needle was used in a procedure. According to the complainant, at the time of the injection the liquid did not leave the needle. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.